Manufacturer narrative:
(B) (4)

Event description:
It was reported that there was a shocking or jolting sensation; the patient cannot turn it off. Additional information has been requested, a follow-up will be sent when additional information becomes available.